Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg)level of 53 mg/dl. Reportedly, the cause was unknown; however contact believes puberty contributed to the cause. Customer required assistance from school nurse to treat bg level via consumption of carbohydrates. The customer declined troubleshooting with tandem technical support and declined to provide additional information.